Event description:
During verification testing at the service center, it was noted the outer insulation of the ac power cord had separated from the female end of the ac power cord and the internal insulation of the green wire was broken with an exposed broken wire. The white wire blade was also found to be bent.

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.